Event description:
It was reported that oversensing noise was observed on the right ventricular (rv) lead causing underpacing. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone, consistent with friction to the device can.